Manufacturer narrative:
The customer has requested that a covidien customer support engineer (cse) evaluate the device, and make the necessary repairs. The device repair is currently pending.(B)(4)

Event description:
It was reported thatduring patient use, the ventilator graphic user interface (gui) generated a device alert. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the 840 ventilator was performed by a covidien customer support engineer (cse) onsite. The reported customer malfunction could not be duplicated, and no components were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.